Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and they found that the rotor controller had no communications/firmware and only 1 red and 1 green led was on at the box. The re-seated the ethernet connection and the system started functioning as normal. A system checkout was performed and passed. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that when setting up the system for a "vv testing lab" the system could not initialize hardware after multiple reboots. No patient was present at the time of the event.